Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was unresponsive. In addition, the insulin gauge decreased from 240 units to 0 units within a day. The customer's blood glucose level was 123 mg/dl. The customer connected the pump to a power source and the pump turned on. Reportedly, the customer continued using the pump for insulin therapy.